Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing hub is confirmed; however, the exact cause could not be determined. One 4 fr dual lumen powerpicc sv was returned for evaluation. An initial visual observation revealed use residue on the sample. The red hub was observed to be missing. Both clamps were present and undamaged. A microscopic observation revealed the proximal end of the extension tubing appeared to be the manufactured end. Blood residue was observed within the catheter. While the red luer hub was found to be detached from the extension leg, it was not possible to determine the cause of this detachment from the returned sample. Therefore, the cause of the detached luer hub is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the nurse on unit noticed missing hub from PICC. Van notified and removed PICC. The PICC did not have any infusions running at the time of the noted event. The patient was not harmed other than having to have the line removed and a new line placed. A new piv had to be placed. There was no delay in treatment. PICC was inserted on (B)(6) 2024. PICC was secured with a statlock, tegaderm securement dressing. No other information was provided.